Event description:
It was reported that prior to the start of a da vinci-assisted radical prostatectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken black conductor wire. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the clinical engineer and obtained the following additional information: the customer reported that they thought the issue was identified during inspection prior to start of a radical prostatectomy. This instrument was not used during the procedure and the procedure was completed without a problem. There was no procedure delay. No fragment fell into the patient. No additional damage information was available. No images or patient demographics were available.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the fenestrated bipolar forceps instrument to perform failure analysis. The instrument was found to have damaged conductor wire insulation at the yaw pulley. There was fragmentation of the insulation, and the internal conductor wires were exposed. Although the conductor wire insulation was damaged, the internal wire was not frayed or fully broken. The instrument passed the electrical continuity test. No thermal damage was found on the instrument. The probable root cause of damaged conductor wire insulation is attributed to damage from mechanical impact. Accidental drops of the instrument or inadvertent collisions with other instruments or hard surfaces during handling or usage can damage the insulation. Detached fragment was observed. A peace measuring proximately 2.0 mm x 1.0 mm in size was not returned with the instrument. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Event description:
Refer to h11 for follow-up information.